Manufacturer narrative:
A ge service rep performed an onsite investigation. The loose screw holding the collimator blade was tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's collimator blade would not close. No pt injury was reported.